Event description:
It was reported that random data corruption of transmission scans resulting in artifacts occurs intermittently. This is believed to be due to rod window mask misalignment relative to ture source location in transmission scans, which may resuslt in incorrect attenuation correction, potentially creating image artifacts and affecting suv calculatiions.